Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the pump battery was depleting rapidly. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.